Event description:
It was reported that the patient presented for lead implant procedure. Prior to implant, it was found that the helix of the new right ventricular (rv) lead was jagged and could not be used for implant. The procedure continued with an alternate lead on 4 apr 2023. There were no patient consequences.

Manufacturer narrative:
The reported event for¿ the tip of lead was jagged¿ was not confirmed. As received, a complete lead was returned in one piece. Final analysis found no anomalies.